Event description:
Caller reported a cartridge alarm but confirmed that the issue did not cause their blood glucose level to exceed 500 mg/dl. Customer initially declined to load a new cartridge but successfully reloaded the same cartridge following instructions from technical support and was able to resume insulin therapy. Issue was resolved without needing a new cartridge.